Event description:
It was reported that there was inlet gas pressure issue during the procedure. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: just received back from repairs same issue prev RMA cib: kurtdept: biomedissue: error low gas changed out tanks reads its flowing out but keeps giving low gas error, the failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root cause could be a bam board issue causing a communication error with other components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inlet gas pressure issue during the procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.